Event description:
It was reported that during a shoulder cuff repair surgical procedure, it was observed that while using the fms connect device it was observed that the cable device between the shaver device and pump no longer worked after three months. When functioning properly, there is a blue light indicating a good connection. But now it was flickering, and the pump function of the shaver device was not working well. As a result, there was a poor image on the monitor. The surgeon uses the pump and black cable device because he prefers the s&n shavers, as they are better in hand and less aggressive than our tornado shavers. There were no reports of delay to the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition as expected in reusable devices. The device has no structural anomalies or breakages. The cable connector and pins are in good condition. No other anomalies were noted. To test its functionality, the device was connected to a test fms vue pump, also a test shaver handpiece was wired through the interface cable. When the shaver was activated/powered on, instantaneously the blue indicator light was flashing on the device, however the suction function could not be activated. The overall complaint was confirmed as the observed condition of the fms connect (vue) would have contributed to the complained device issue. Based on the investigation the root cause is traced to wear of device's internal components, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a non-working interface cable. As per IFU, prior to use, check the system components for damage. Check the cable integrity carefully. If there are signs of damage, do not use. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4: unknown